Event description:
The reporter did meter to hcp meter comparison tests. At the doctor's office, rptr's test on the dr's meter (also surestep) was 125mg/dl. Testing at home one hour later, the reading on rptr's meter was 95mg/dl. Reporter did not have any symptoms. Control testing was not done. On followup, the reporter stated that reporter checks the confirmation dot. Reporter's testing technique is accurate. No harm was alleged.